Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with two leads from the same lot number. It was reported the pt is not receiving stimulation therapy. An sjm rep met with the pt and was unable to obtain stimulation. A lead diagnostic showed most contacts are invalid. X-rays have been ordered. No further info is available at this time.